Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a routine generator replacement; an insulation break on the rv lead at the header interface was noticed. The lead was stable electrically therefore, the physician decided to repair the lead to cover the break. The patient condition was stable.